Manufacturer narrative:
The company rep was unable to duplicate the reported event. The company rep retrieved the service diagnostics error logs. Only "autofill failure" messages were observed for the data range. The leak tests were performed multiple times and found the iabp within specification. The company rep performed functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt during air transport, the iabp stopped and deflated, and could not be restarted. No pt injury was reported.